Event description:
A patient reported she had been having some trouble with her stimulator. The patient stated she didn't feel impulses so she thought the stimulation was off 1/2 of the time. The patient reported seeing the stimulation off icon when they synced with the patient programmer. The patient was able to turn stimulation on and reported seeing stimulation. The patient reported she had a fall in (B)(6) and they wanted to do an MRI. The patient stated she had to turn the stimulation off for the MRI. The patient stated that someone at the healthcare professional's (hcp) office tried to help them get stimulation turned back on, but she doesn't think it ever got turned back on after the MRI. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from the patient reported they had called the manufacturer¿s customer service to try and resolve the trouble with the stimulator and not feeling the impulses. The patient noted they did not quite remember what the plan was on the day of the call. The patient stated the trouble with the stimulator and not feeling impulses had not been resolved. The patient noted for the past several days (could be a week or 10 days) all of a sudden it dawned on the patient that there were not feeling impulses. The patient stated they were at program 2 at 2.05. The patient stated first the monitor would not respond. The patient stated they pushed nothing but the response gray button. The patient noted they had to go up on the program 2 at 2.30 before feeling the impulses. The patient noted they gradually got it back down and they were still feeling the impulses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.